Event description:
A customer contacted beckman coulter (bec) and reported that there was a probe leak in their coulter act diff analyzer after processing a patient sample. The volume of the leak was not known. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that there was fluid leaking from the rinse block and found the lv-8 pinch valve to be defective (lv-8 pinch valve is used to connect the vacuum chamber (vc1) to the bottom port of the probe-wipe housing) fse replaced lv-8 which resolved the leak. Instrument performance was verified. Upon follow-up on (B)(6) 2013, the customer mentioned that all samples run on the day of the event were rerun and verified post service visit. The cause of the leak is related to a defective lv-8 pinch valve. (B)(4).